Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported leak could not be confirmed.

Event description:
During a procedure, air was aspirated into the syringe that was connected to the extension port of the sheath after inserting the sheath into the patient, prior to inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.